Manufacturer narrative:
B3: the event occurred on an unreported date in late (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a bacterial infection. The patient was hospitalized and treated with vancomycin and gentamicin for the event. Pd therapy was ongoing during the treatment. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.